Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the process of preparing this 16mm aortic mechanical valve for implantation, one of the valve leaflets was found to be detached and broken after opening the package. It was stated that the valve may have been squeezed during transportation. It is also noted that the valve was expired at the time of the procedure. The valve was replaced with another medtronic device. No additional adverse patient effects were reported.